Manufacturer narrative:
The device was not returned to manufacturer for evaluation. Awaiting return of device to complete an investigation.

Event description:
On (B) (6), 2009, a clinical incident involving a drill tip needle with threaded cannula was reported to arthrocare corporation. During a bone biopsy procedure, a portion of the drill tip needle with threaded cannula was reported to have broken off and remained in the patient's left femur. The broken tip was removed in the same procedure by inserting a biopsy needle down the tract, and performing a biopsy of the bone beyond the fragment using a standard eight gage needle. It was reported there have been no patient complications following the procedure.